Event description:
A doctor reported to baxter that a leak was found at the tip of the female connector on a transfer set. The twist clamp was closed at the time. There was patient involvement but there was no patient injury at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a leak in a female connector was confirmed during the sample evaluation. One used set with no cap on dark blue connector and no cap on patient connector was received in reference to leak. Functionally the set was hand tightened with a lab titanium adapter without difficulty and pressure tested underwater with the sleeve in the closed position and no leak was noted. Placed white cap on dark blue connector for pressure test with the sleeve in the open position and a leak was noted coming from in-between the tubing and sleeve. Removed sleeve and noted leak in the silicone tubing. A follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). The root cause could not be determined.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.